Manufacturer narrative:
(B)(4). Physio-control examined the customer's device and verified the reported failure. Physio then replaced the therapy pcb assembly and after observing proper device operation through functional and performance testing the unit was returned to the customer for use. Physio further examined the removed therapy pcb assembly but was unable to verify that the unit would not defibrillate. It was observed that a diode, designator cr30, was electrically shorted between legs 5 and 9, and this failure would only allow the device to deliver 83% of the target energy in a monophasic waveform, where the negative portion was truncated.

Event description:
The customer contacted physio-control to report that their device had a service indicator present and event codes in the memory. Upon examination of the device, physio-control observed that the unit would not defibrillate, if necessary. There was no patient use associated with the reported event.